Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported field event of noise was confirmed by review of egm. The device was tested using automated test equipment. No anomaly was found. Analysis was normal.

Event description:
It was reported that patient presented to clinic with dizzy spells and possible syncope. Noise was observed on egm. Possible header issue was suspected.the device was explanted.